Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received . The handle could not be squeezed. Instrument did not fire.

Event description:
According to the reporter: occurred during the procedure. The device's handle was jammed . To complete the case they used another stapler. There was no adverse effects to the patient or procedure.